Event description:
It was reported, the pump was being replaced due to normal longevity. The pump pocket site will be revised due to the pump being crooked and moves considerably making it difficult for pump refills. The patient is ¿quite heavy¿ therefore it was believed that is why there are issues with the pump pocket/pump area. The pump was delivering dilaudid. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8711 lot# serial# (B)(4), implanted: 2007 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).